Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connectors were broken. Analysis also found four case screws were contaminated, hanger assembly was contaminated, lower case was broken, and wires were pinched (insulation not compromised). (B)(4).

Event description:
It was reported the lead (output) connectors were broken. The device was returned for repair. There was no patient involvement indicated.